Event description:
Dexcom g7 receiver part # mt26403-0 does not always sound alerts for high & low blood sugars as per its settings. My 14 yr old daughter has t1d so we rely heavily on the accuracy of the dexcom g7. She has, as a result, had incidences of higher blood sugar & or lower blood sugar than she believed she was, both of which are physically & emotionally taxing.